Event description:
The 3-way stopcock head was cracked which resulted in leakage. It only happens, if they used a pressure sensor (from the company medazmedical) for icp monitoring. Noe: they tried to attaced the medexmedical intracenial pressure monitoring line to the patient line stopcock as described in the IFU.